Event description:
It was reported on (B)(6) 2025, a patient presented with grade 5 functional tricuspid regurgitation (tr) and a rotated heart for a triclip procedure. Imaging quality was noted to be poor due to patient anatomy. Two clips were implanted in the anterior-septal position. The tr grade decreased to 2-3. A third clip was planned for implant in the posterior-septal position. During placement of the third clip, it was noted that the second clip had increased mobility. Leaflet insertion in different echocardiogram planes showed a single leaflet device attachment (slda) with the second clip. The second clip was detached from the anterior leaflet and remained attached to the septal leaflet. The third clip was now intended to stabilize the second clip. Due to a large gap in the grasping area, the physician was unable to adequately grasp the posterior and septal leaflets. After several more attempts to grasp, the decision was made to remove the third clip and conclude the procedure. Per the physician the slda was likely due to the patient's anatomy and poor imaging.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported slda was due to patient anatomy and poor imaging. The reported difficult imaging was due to patient anatomy. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.